Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the blue seal ripped when the surgeon inserted the reusable clip applier. Pieces of seal fell into the surgical cavity but all pieces were retrieved. There was no loss of blood and no tissue damage. No additional medical intervention required. The surgery was not extended beyond 30 minutes. The original incision was not extended. No ill effect to the pt. The pt recovered.